Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the patient preparation, and the clinical procedure was completed using another system without any delay. The philips field service engineer (fse) visited system onsite and observed image disk errors. As part of troubleshooting, the fse reviewed system log files and found errors related to ippc image disks. By which the fse confirmed that the ippc image disks were defective. To resolve the issue, the fse replaced ippc image disks, recreated image store and performed system functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the x-ray was not possible, preventing exposure. No harm was reported to philips. Philips has started an investigation of this complaint.